Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results within 15 minutes: 30 mg/dl with the performa system and 500 mg/dl with a professional device. The patient's mother reported they doubted the very low results of 30 mg/dl on the performa meter, as the patient didn't show any symptoms of hypoglycemia. After obtaining the result of 30 mg/dl, the patient went into a coma and lost consciousness on (B)(6) 2025. The mother gave the patient 20 units of apidra insulin right away and rushed to the hospital which was 10 minutes away from their location at the time. At the hospital the healthcare professionals tested the patient's blood glucose levels within 15 minutes and the result was above 500 mg/dl. The patient also had an acetone level of 3. The patient was admitted to the intensive care unit of the hospital, treated with potassium and insulin, and released after 4 days. The patient has been discharged from the hospital being in a stable health condition.